Event description:
I had an issue with medtronic reservoirs that I began noticing later in the year last year (nov/dec time frame). They had some sort of fluid in them. I called medtronic and they asked me to send them in to them for evaluation. Also, they instructed me to stop using them because they stated that the reservoirs should be completely dry. In some of them, it isn't that noticeable. In others, it is rather noticeable. This could have been going on for a while and I just could not tell. After some follow-up, I asked them to update me regarding the results of their investigation. They did not send me results until august, which they provided as an e-mail attachment. They told me that the reservoirs contained silicone spray. However, that doesn't explain why all of the technical support reps told me to cease using them if the silicone spray is, in fact, safe. I followed up with the e-mail address they had listed on the letter they had sent to me and asked if the silicone is safe for injection and if it has any impact on insulin stability since it obviously gets aspirated into the vial when performing a reservoir change. The problem is that I am still seeing this issue in some reservoirs so I am concerned. They have still not gotten back to me. I have followed up several times, over email, and they refuse to respond. Is this something you can help with? I would like to understand if this is safe or if their poor process control is impacting people who rely on their devices. I have noticed over the last year that I have been chronically fatigued, it has been difficult to focus and concentrate, I get sad much easier and I just generally do not feel well. It has been harder to work out because my muscles have felt exhausted and fatigued.